Manufacturer narrative:
This report is filed on july 05, 2016.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016 due to cholesteatoma at implant site. The patient was re-implanted with a new device during the same surgery.